Manufacturer narrative:
Investigation: bd was not provided with photos or samples for catalog 301942 lot 1809350 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect.

Event description:
It was reported that during use the plunger rod separated from the barrel with a bd syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, translated from chinese to english: the syringe was used to draw blood. During the use, the plunger rod was separation from barrel, which resulted in the failure of drawing blood and the inability to use, increasing the patient's pain. The treatment continued after the new syringe was replaced immediately.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the plunger rod separated from the barrel with a bd syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, translated from (B)(6) to english: the syringe was used to draw blood. During the use, the plunger rod was separation from barrel, which resulted in the failure of drawing blood and the inability to use, increasing the patient's pain. The treatment continued after the new syringe was replaced immediately.